Event description:
A social media post reported that the omnipod 5 system algorithm for the patient was insufficiently delivering insulin, leading to increased blood glucose levels. No further details were shared and follow up cannot be conducted as no patient identifiers were provided.

Manufacturer narrative:
The device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event or determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Cloud data from the user for the period of 01dec2025-03jan2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. No evidence of issues with insulin delivery or of any other issues with the system were observed in the available cloud data.